Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the autopolarity switch occured due to an out of range ventricular bipolar lead impedance. The ventricular lead exhibited capture anomalies due to a lead fracture as confirmed by x-ray. The lead was subsequently replaced.